Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 170 mg/dl. The customer stated that they had replaced battery and the insulin pump was off. It was reported that they had display was flashing, white. The troubleshooting was performed and was advised to insert battery alarm did not display on the pump screen after restart. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.